Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed resulting to a 50% residual stenosis. Following pre-dilatation, a stent was placed in the left circumflex artery but one of the stent strut protruded into the left main artery. A 2.25 x 38mm synergy xd drug-eluting stent was then advanced; however, it was stuck in the protruding stent and the distal part of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Synergy xd mr ous 2.25 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with strut bunched at proximal end. The undamaged crimped stent outer diameter was measured, and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed resulting to a 50% residual stenosis. Following pre-dilatation, a stent was placed in the left circumflex artery but one of the stent strut protruded into the left main artery. A 2.25 x 38mm synergy xd drug-eluting stent was then advanced; however, it was stuck in the protruding stent and the distal part of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.